Event description:
It was reported that during an unknown case, the device was not working and it was making noises. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount and the nose cone cracked. The instrument was functionally tested with a gen04 and a hissing sound was heard. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The instrument was tested with a generator and no error code was noted; however, a hissing sound was noted. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.